Event description:
It was reported that on (B)(6) 2025, a 25mm tendyne mitral valve lp was chosen for implant. During the deployment of a tendyne valve the blood pressure of the patient crushed. Patient converted to on pump heart surgery. After successful implantation of the valve the patient was hemodynamically stable with no catecholamines. Suddenly the patient got ventricular fibrillation (v-fib) and could not been resolved even with maximum therapy. The patient was reported passed away. The cause of death was cardiac death after ventricular fibrillation. The implanter mentioned the death was related to valve but related to procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm tendyne mitral valve lp was chosen for implant. During the deployment of a tendyne valve the blood pressure of the patient crushed. Patient converted to on pump heart surgery. After successful implantation of the valve the patient was hemodynamically stable with no catecholamines. Suddenly the patient got ventricular fibrillation (v-fib) and could not been resolved even with maximum therapy. The patient was reported passed away. The cause of death was cardiac death after ventricular fibrillation. The implanter mentioned the death was not related to valve but related to procedure.

Manufacturer narrative:
An event of low blood pressure during deployment of the tendyne valve was reported. Postoperatively, the patient developed ventricular tachycardia and unfortunately expired. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine and medical review were performed at abbott, and the tee findings were consistent with left ventricular outflow tract (lvot) obstruction. Based on the information available and medical review, the cause of patient death appears to be procedure related; however, it is difficult to determine with certainty the exact cause. The unexpected medical intervention was result of case-specific circumstance for v-fib but was not resolved even with maximum therapy. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.